Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that invalid date was noted on the cardiac compass and rate histogram as well as the patient information. The patient was noted to have had radiation therapy in (B)(6) 2017. A review of the information indicated that bit flip occurred. The device remains in use. No patient complications have been reported as a result of this event.